Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported event of stent failed to expand. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was to be implanted to treat an 11 mm esophageal stenosis during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure it was possible to cross the stenosis with a standard gastroscope. The physician introduced the delivery system and deployed the ultraflex¿ esophageal ng stent. After deployment, the physician noted that the ultraflex¿ esophageal ng stent would not fully expand. The ultraflex¿ esophageal ng stent was removed from the patient while still mounted on the delivery system. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a fully deployed ultraflex esophageal stent was returned for analysis. The stent delivery system was not returned. Visual and microscopic examination of the returned device found no issues with the profile of the stent. The stent was fully expanded. The distal non-flared end measured 22mm whereas the distal (non-flared) end of the stent must open to a minimum of 80% of nominal diameter, 18.4mm. The flared end of the stent was measured to be 29mm which meets specification. It was also noted that the stent body met specification and no point exceeded 24mm. The most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was to be implanted to treat an 11 mm esophageal stenosis during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure it was possible to cross the stenosis with a standard gastroscope. The physician introduced the delivery system and deployed the ultraflex esophageal ng stent. After deployment, the physician noted that the ultraflex esophageal ng stent would not fully expand. The ultraflex esophageal ng stent was removed from the patient while still mounted on the delivery system. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.